Manufacturer narrative:
Returned product was evaluated by a research engineer in the bone cement group and this complaint is confirmed as there appears to be monomer on the outside of the tyvek pouch which would have caused the cement to adhere to the pouch and it would have thrown off the liquid powder ratio causing the cement to harden too quickly. However, since we are unable to ascertain if the packaging leaked during transport the root cause for this event cannot be determined. The device history records were reviewed and there were no related deviations. Therefore this product was likely conforming when it left zimmer biomet control. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the lot numbers are all different, the products were manufactured on different dates and each event occurred at a different hospital with a different surgeon. Review of device history records found these units were released to distribution with no deviations or anomalies. Condition is addressed in the package insert. Completion of the investigation relayed to zimmer biomet (B)(4) via etq. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a total knee arthroplasty on (B)(6) 2016, the polymer had already hardened when the surgeon poured it into the bowl. The hardened polymer could not be removed from the tyvek pouch. The surgeon mixed the rest of the polymer into the bowl but it could not be hardened normally so a back-up was used to complete the procedure.